Event description:
Consumer reported complaint for the trueplus lancets. Customer stated that when she twists the protective needle cover a couple of times and then attempts to pull it off, the needle comes off in the protective cover. Customer advised that this only happened with the green lancets. The box was sealed an intact when it was purchased by the customer. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). Lancets were returned - product evaluation in process. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in a follow-up call on 05-jun-2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Manufacturer narrative:
Sections with additional information as of 20-sep-2024: lancets were returned: unable to ship returned product to the manufacturer due to biohazard. Return product scrapped. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using lancets from the same lot. No abnormalities observed with retention samples. Mlc-028: there was not enough information to determine the mlurc.